Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the battery cap on the insulin pump could not be removed. The customer did not recall the blood glucose reading. Through troubleshooting, the customer was able to remove the battery cap and the insulin pump alarmed for a battery out limit and failed battery test. The customer declined troubleshooting for the battery alarms.